Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that 7 days ago the insulin pump shut off at night and he woke up with a high blood glucose level. He inserted a new battery and everything was fine. His blood glucose level reached above 800 mg/dl. The customer was in the hospital due to foot surgery. The device was not returned.